Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific information was provided by the customer.

Event description:
The customer reported a falsely elevated architect anti-hbs result. The sample generated a result of (B)(6) and when diluted generated linear (B)(6) results. The customer indicated the (B)(6) result was not consistent with the patient's medical history and (B)(6) result of (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Catalogue # was changed from 07c18-20 to 07c18-33. Review of complaint activity associated with lot 94235fn00 determined that there is normal complaint activity. Tracking and trending report review for the architect anti-hbs assay did not identify any trends. Using worldwide field data, the performance of reagent lot 94235fn00 was evaluated. The patient median result for the lot was comparable with all other lots in the field and within established limits. This evaluation confirms no systemic issue for the complaint lot. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and sufficiently addresses the customers issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay was identified.